Event description:
It was reported that the tandem-provided charging cable was burnt or melted. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer.